Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure the system displayed a system message. The patient experienced a posterior chamber rupture due to an unstable anterior chamber. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The clinical analyst reviewed this complaint and stated the following: ¿a surgeon reported that during a procedure the system displayed a system message (sm). The patient experienced a posterior chamber (pc) rupture due to an unstable anterior chamber. Additional information has been requested, but none has been received to date. The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the warning(s) an instructions on good fluidics and tubing occlusions. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique.¿ the system was examined and the reported event was confirmed (via event logs). Additionally, the bps value was not as expected. Therefore, the active irrigation assembly was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on november 24, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of ¿unstable anterior chamber¿ cannot be conclusively determined. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).